Event description:
Customer reports the use by date on the test strip vial as 4/30/2008; manufacturer's database and batch record confirm the actual use by date to be 4/30/2007. No adverse event reported. Requested return of suspect device and replacement was sent.